Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed one piece of long, transparent fm on the catheter tubing. However, as no sample is returned for evaluation, the actual foreign matter type could not be confirmed and hence, actual root cause could not be established. The complaint will be re-opened and re-investigated when sample is returned. As current control, there is an outgoing inspection and hourly in-process inspection in place to check for foreign matter in fluid path. There is also a 4-hourly housekeeping in place per (B)(4) to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). H3 other text : see h10 manufacture narrative.

Event description:
Upon opening the package, barbed contaminants were found on the trocar needles.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following was translated from chinese to english: upon opening the package, barbed contaminants were found on the trocar needles.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.